Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, fracture. As a direct and proximate result of the malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture. As a direct and proximate result of the malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of right lower extremity deep vein thrombosis, recent craniotomy and clipping of a ruptured anterior choroidal artery aneurysm. The filter was deployed below the level of the renal vein and above the level of the bifurcation. There were no complications during the index procedure. Approximately four months after the index procedure there was an unsuccessful attempt to remove the device. Six years and six months after the index procedure the patient had a computed tomography (CT) scan which revealed that the filter was tilted and had a fractured strut. The device is fractured along the left posterolateral portion of the filter. According to the patient profile form (ppf) the patient had mass swelling near the location of the filter. The patient also experienced emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of right lower extremity deep vein thrombosis, recent craniotomy and clipping of a ruptured anterior choroidal artery aneurysm. The filter was deployed below the level of the renal vein and above the level of the bifurcation. There were no complications during the index procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture. Approximately four months after the index procedure there was an unsuccessful attempt to remove the device. Six years and six months after the index procedure the patient had a CT scan which showed the filter was tilted and had a fractured strut. The fractured is along the left posterolateral portion of the filter. Per the patient profile form (ppf), the patient had mass swelling near the location of the filter. The patient also reports emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and swelling do not represent a device malfunction and may be related to underlying patient related issues. Blood clots and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The reported event(s) could not be confirmed and given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.